Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to exit preparing to prime loop. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer was assisted with troubleshooting. Customer states they received 2nd series of beeps. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test.